Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 4 and 24 hours. The device was originally reported for a hazard alarm during operation.

Manufacturer narrative:
The pod was received fully deployed. Corrosion was observed on multiple internal components leading to low batteries and data being unable to be retrieved from the device. No leaks were found that would contribute to the corrosion. It can not be determined if the observed corrosion is related to the reported hazard alarm. Without the download data it cannot be confirmed if a hazard alarm was generated and the exact cause of the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone control ios, omnipod software app version: 2.0.2, operating system: 18.5, hardware: iphone17.1, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.